Manufacturer narrative:
Investigation summary: 245 samples were received. They came in sealed packaging blisters. Visual inspection was performed finding 12 samples with white epoxy dripped over on the plastic hub. The plastic hub is placed under the cannulator. Then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. In this case it is likely that a jam occurred, and the equipment dispensed epoxy before the part was moved to the next station and it was not detected in the next process. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: nip line assembly cannulator. Rationale: CAPA not required at this time.

Event description:
It was reported that bd precisionglide¿ needle had foreign matter in the needles. This occurred on 3 occasions before use. The following information was provided by the initial reporter: material no.: 305197 batch no.: 9226504. It was reported that there was a foreign substance (glue looking) in needles.